Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified sign of use and it was fractured. Lot number cannot be found for this device as it was noted to be manufactured prior to revisions in which lot # was started to be etched to the device. Lot identification is necessary for review of device history records, lot identification could not be determined. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint confirmed based on product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: canada. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that: when trying the gauge passing from extension state to flexion , the gauge broke in the middle . No harm to patient , no delay in surgery and all the pieces were retrieved. No additional information available.